Event description:
The biomedical engineer reported the js-201b stimulation pod failed to provide stimulation during a procedure. The stim pod is part of the mee-2000a iom system which is used for evoked potentials, eegs, and emgs. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported the js-201b stimulation pod failed to provide stimulation during a procedure. The stim pod is part of the mee-2000a iom system which is used for evoked potentials, eegs, and emgs. The mee itself was not returned, but the js-201b sn (B)(6) which is part of the mee system has been returned for investigation. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d4 serial number. H4 device manufacturer date. Additional device information: d11 & c2 concomitant medical device information: the following device was used in conjunction with the main mee-2000a and was the unit that failed: stimulation pod. Js-201b no sn. Corrected information: b5 the stimulation pod model number was corrected to js-201b. G4 on the MDR initial report the date should have been (B)(6) 2019 instead of (B)(6) 2019. However with the additional information received we revised that date to 01/22/2020. H10 the stimulation pod model number was corrected to js-201b. Additional information: d4 lot # & expiration date . D10 (added the returned to manufacturer date.). H10 (added notes to include that the mee itself was not returned, but the js-201b, which is part of the mee system has been returned for investigation.)

Event description:
The biomedical engineer reported the js-201b stimulation pod failed to provide stimulation during a procedure. The stim pod is part of the mee-2000a iom system which is used for evoked potentials, eegs, and emgs. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at john hopkins enterprise reported multiple holes of the unit that are failing to stimulate on js-201b with serial number (B)(6) . Investigation conclusion: manufacturers of the js-201b, nihon kohden japan could duplicate the reported issue of stimulation pod failing to provide stimulation. After physical evaluation of the device, manufacturers reported the root cause of the reported issue to be customer abuse due to broken stimulation pod cable with part number 9000-058170(03). The investigation revealed that the stimulation pod cable requires an exchange. Manufacturers were requested to change the defective cable and test the functionality of the device as per specifications. Final response after changing the defective cable is still awaited as of march 3, 2020. After final response from the manufacturers, the ticket will be updated with additional information, if any. Additional device information (included in follow up 001): d11 & c2 concomitant medical device information: the following device was used in conjunction with the main mee-2000a and was the unit that failed: stimulation pod. Model: js-201b . Sn: (B)(6) . Approximate age of the device: 38 months (from the aware date) device manufacturer date: 01/12/2016. Unique identifier (UDI) #: (B)(4). Corrected information: b5 the stimulation pod model number was corrected to js-201b (included in follow up 001). G4 on the MDR initial report the date should have been 03/27/2019 instead of 04/25/2019 (included in follow up 001). F9 corrected 26 months to ni. H10 the stimulation pod model number was corrected to js-201b (included in follow up 001). Additional information (included in follow up 001): d10 (included in follow up 001. Added the returned to manufacturer date.) H10 (included in follow up 001. Added notes to include that the mee itself was not returned, but the js-201b, which is part of the mee system has been returned for investigation.)

Manufacturer narrative:
The biomedical engineer reported the jb-201b stimulation pod failed to provide stimulation during a procedure. The stim pod is part of the mee-2000a iom system which is used for evoked potentials, eegs, and emgs. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported the jb-201b stimulation pod failed to provide stimulation during a procedure. The stim pod is part of the mee-2000a iom system which is used for evoked potentials, eegs, and emgs. No patient harm reported.